Manufacturer narrative:
Device received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that act button of the insulin pump was not working. No significant event leading to the keypad issues. Time advances on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.